Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device was received and functionally evaluated with the npd engineer. The diameter can be set to full range and the blade will deploy and stay in the deployed state with little to no pressure and retract by turning the knob back. With some pressure the blade retracts back in but its not loose, this is generally caused by hard bone. It can be deployed out the opposite side too by continuing to turn the knob after it fully retracted. One possible root cause for this is the pin that connects to the shaft might be compromised. The complaint can be confirmed. A review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed one similar complaint for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
(B)(4) device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)¿ incomplete. The expiration date is not currently available. Manufacturer phone number: (B)(4).

Event description:
It was reported by the sales rep that an internal mechanism broke on their twister retrograde reamer causing the cutting blade to push back inside the reamer as the doctor was drilling back out of the patient. The sales rep stated that nothing broke off of the device. There were no parts that fell into the patient. The case was completed with another like device. There were no patient consequences or delays. The device is being returned.